Event description:
Patient's mother contacted by pharmacy in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lots in home. Mother reports one episode of vomiting and shortness of breath for about 1-2 hours after one IV infusion and subsequent heparin flush through port-a-cath. Symptoms improved upon patient resting. Replaced with bd brand heparin pfs flush. Two weeks later - follow up with mother who reports no symptoms or problems after infusions since starting new bd brand heparin flushes. Mother reported current flu viral infection since two days earlier approximately 3 days. As of the following month, pharmacy has not rec'd return of affected lots of heparin from pt. Dose or amount: 500 units = 5ml. Frequency: daily, route: IV. Dates of use: approx 3 weeks. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduce: yes.